Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosed with bia-alcl,¿ pathological markers not provided, ¿tissue damage,¿ ¿suffered mental anguish¿ and ¿anxiety, fear of recurrence, and other emotional manifestations that are severe and ongoing.¿ date of alcl diagnosis: (B)(6) 2013.

Event description:
Patient representative reported patient "diagnosed with bia-alcl,¿ pathological markers not provided, ¿tissue damage,¿ ¿suffered mental anguish¿ and ¿anxiety, fear of recurrence, and other emotional manifestations that are severe and ongoing.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿other physical manifestations that are severe and ongoing¿ and ¿depression;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.